Event description:
A report that the patient's ipg was uncomfortable in the pocket was received. Patient underwent revision surgery and is reportedly doing well.

Manufacturer narrative:
This is the final report.